Manufacturer narrative:
D4 unique identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order was not showing up. A technical support specialist (tss) reviewed the issue by logging into the server and confirmed that the patient was admitted with a temporary status. The tss then reviewed the order information and identified an error related to missing component details. The tss communicated these findings to the customer and requested confirmation regarding the order. The customer later responded that the patient had been discharged prior to the follow-up, and no further action was required. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, one patient order was not showing up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.